Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the loading unit displayed a full complement of staples. Functional testing noted that the loading unit was reloaded and the instrument was applied with no abnormalities. It was reported that the device did not fire and the retaining pin did not seat properly upon the first squeeze of the handle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the single use loading unit (sulu) was loaded with the pin slide and thumb buttons advanced. The current packaging design prevents proper sealing with the sulu improperly loaded, indicating the sulu was improperly loaded after receipt by the user. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to reload the instrument, grasp the new, unused loading unit by the finger pads, with the staple holes facing the instrument anvil. Insert the loading unit into the metal cartridge housing and push firmly downward until the single use loading unit clicks into position. The instrument jaws will not close if a sulu is not loaded in the jaws, if the sulu is not fully loaded into the jaws, or if a fired, or partially fired, sulu is in the jaw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, the pin from the two staplers would not seat and devices were unable to fire. Another device was used to resolve the issue in order to complete the case. There was no patient injury.